Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine haemorrhage ('continuous, heavy, uterine bleeding') and genital haemorrhage ('abnormal bleeding (general)') in a 28-year-old female patient who had essure (batch no. C22916) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2015, body mass index decreased, multigravida, miscarriage, back pain and cervicitis cystic. Concurrent conditions included heavy periods, irregular menstrual cycle, uterine bleeding, asthma, obesity, tobacco user and hernia. Concomitant products included buspirone hydrochloride (buspar) and fluoxetine hydrochloride (prozac). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue since she had been implanted with the essure"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menometrorrhagia ("menometrorrhagia / the bleeding during her menstrual period was so heavy"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). On an unknown date, the patient experienced alopecia ("hair loss"), abdominal distension ("bloating"), anger ("hormonal changes describe: anger,outburst,psychological or psychiatric problems condition: anger"), hypersensitivity ("allergic or hypersensitivity reaction type: unknown"), cystitis ("infection (bladder/ urinary tract/vaginal) type: unknown"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: unknown"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: unknown"), rash ("rashes or skin conditions type: unknown"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), arthralgia ("hip"), vulvovaginal pain ("vaginal area") and complication of device removal ("complications from your essure removal procedure? Yes") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, anger, menorrhagia, hypersensitivity, vaginal infection, urinary tract infection, rash, migraine, nausea, dysmenorrhoea, vaginal discharge, the last episode of weight increased, arthralgia, vulvovaginal pain, complication of device removal and back pain outcome was unknown and the abdominal pain, vaginal haemorrhage, menometrorrhagia, dyspareunia, alopecia, fatigue and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anger, arthralgia, back pain, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: before essure, plaintiff had not experienced the reported combination of symptoms. She had no problem with going about her daily life. After essure, the bleeding during her menstrual period was so heavy that she soiled her clothing through tampons and sanitary pads. She has not been tested for a nickel allergy, but has never been able to wear jewelry with nickel in it. Plaintiff is actively seeking a nickel test to evaluate her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical compliant incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. C22916) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2015, body mass index decreased, multigravida, miscarriage, back pain and cervicitis cystic. Concurrent conditions included heavy periods, irregular menstrual cycle, uterine bleeding, asthma, obesity, tobacco user and hernia. Concomitant products included buspirone hydrochloride (buspar) and fluoxetine hydrochloride (prozac). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine haemorrhage ("continuous, heavy, uterine bleeding") and fatigue ("fatigue since she had been implanted with the essure"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menometrorrhagia ("menometrorrhagia / the bleeding during her menstrual period was so heavy"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). On an unknown date, the patient experienced alopecia ("hair loss"), abdominal distension ("bloating"), anger ("hormonal changes describe: anger,outburst,psychological or psychiatric problems condition: anger"), hypersensitivity ("allergic or hypersensitivity reaction type: unknown"), cystitis ("infection (bladder/ urinary tract/vaginal) type: unknown"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: unknown"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: unknown"), rash ("rashes or skin conditions type: unknown"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), arthralgia ("hip"), vulvovaginal pain ("vaginal area"), complication of device removal ("complications from your essure removal procedure? Yes"), hypotension ("low blood pressure"), hyperhidrosis ("sweats") and anxiety ("anxiety") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 1-aug-2018. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, anger, menorrhagia, hypersensitivity, vaginal infection, urinary tract infection, rash, migraine, nausea, dysmenorrhoea, vaginal discharge, the last episode of weight increased, arthralgia, vulvovaginal pain, complication of device removal, back pain, hypotension, hyperhidrosis and anxiety outcome was unknown and the abdominal pain, vaginal haemorrhage, menometrorrhagia, dyspareunia, alopecia, fatigue and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anger, anxiety, arthralgia, back pain, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hyperhidrosis, hypersensitivity, hypotension, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: before essure, plaintiff had not experienced the reported combination of symptoms. She had no problem with going about her daily life. After essure, the bleeding during her menstrual period was so heavy that she soiled her clothing through tampons and sanitary pads. She has not been tested for a nickel allergy, but has never been able to wear jewelry with nickel in it. Plaintiff is actively seeking a nickel test to evaluate her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events were added: low blood pressure, sweats, anxiety and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. C22916) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2015, body mass index decreased, multigravida, miscarriage, back pain and cervicitis cystic. Concurrent conditions included heavy periods, irregular menstrual cycle, uterine bleeding, asthma, obesity, tobacco user and hernia. Concomitant products included buspirone hydrochloride (buspar) and fluoxetine hydrochloride (prozac). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine haemorrhage ("continuous, heavy, uterine bleeding") and fatigue ("fatigue since she had been implanted with the essure"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menometrorrhagia ("menometrorrhagia / the bleeding during her menstrual period was so heavy"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). On an unknown date, the patient experienced alopecia ("hair loss"), abdominal distension ("bloating"), anger ("hormonal changes describe: anger,outburst,psychological or psychiatric problems condition: anger"), hypersensitivity ("allergic or hypersensitivity reaction type: unknown"), cystitis ("infection (bladder/ urinary tract/vaginal) type: unknown"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: unknown"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: unknown"), rash ("rashes or skin conditions type: unknown"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), arthralgia ("hip"), vulvovaginal pain ("vaginal area"), complication of device removal ("complications from your essure removal procedure? Yes"), hypotension ("low blood pressure"), hyperhidrosis ("sweats") and anxiety ("anxiety") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, anger, menorrhagia, hypersensitivity, vaginal infection, urinary tract infection, rash, migraine, nausea, dysmenorrhoea, vaginal discharge, the last episode of weight increased, arthralgia, vulvovaginal pain, complication of device removal, back pain, hypotension, hyperhidrosis and anxiety outcome was unknown and the abdominal pain, vaginal haemorrhage, menometrorrhagia, dyspareunia, alopecia, fatigue and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anger, anxiety, arthralgia, back pain, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hyperhidrosis, hypersensitivity, hypotension, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: before essure, plaintiff had not experienced the reported combination of symptoms. She had no problem with going about her daily life. After essure, the bleeding during her menstrual period was so heavy that she soiled her clothing through tampons and sanitary pads. She has not been tested for a nickel allergy, but has never been able to wear jewelry with nickel in it. Plaintiff is actively seeking a nickel test to evaluate her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine haemorrhage ('continuous, heavy, uterine bleeding') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6)-year-old female patient who had essure (batch no. C22916,c22916) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2015, body mass index decreased, multigravida, miscarriage, back pain and cervicitis cystic. Concurrent conditions included heavy periods, irregular menstrual cycle, uterine bleeding, asthma, obesity, tobacco user and hernia. Concomitant products included buspirone hydrochloride (buspar) and fluoxetine hydrochloride (prozac). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue since she had been implanted with the essure"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menometrorrhagia ("menometrorrhagia / the bleeding during her menstrual period was so heavy"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). On an unknown date, the patient experienced alopecia ("hair loss"), abdominal distension ("bloating"), anger ("hormonal changes describe: anger,outburst,psychological or psychiatric problems condition: anger"), hypersensitivity ("allergic or hypersensitivity reaction type: unknown"), cystitis ("infection (bladder/ urinary tract/vaginal) type: unknown"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: unknown"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: unknown"), rash ("rashes or skin conditions type: unknown"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), arthralgia ("hip"), vulvovaginal pain ("vaginal area") and complication of device removal ("complications from your essure removal procedure? Yes") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, anger, menorrhagia, hypersensitivity, vaginal infection, urinary tract infection, rash, migraine, nausea, dysmenorrhoea, vaginal discharge, the last episode of weight increased, arthralgia, vulvovaginal pain, complication of device removal and back pain outcome was unknown and the abdominal pain, vaginal haemorrhage, menometrorrhagia, dyspareunia, alopecia, fatigue and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anger, arthralgia, back pain, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: before essure, plaintiff had not experienced the reported combination of symptoms. She had no problem with going about her daily life. After essure, the bleeding during her menstrual period was so heavy that she soiled her clothing through tampons and sanitary pads. She has not been tested for a nickel allergy, but has never been able to wear jewelry with nickel in it. Plaintiff is actively seeking a nickel test to evaluate her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and mr received, lot number and event hormonal changes describe: anger, outbursts,abnormal bleeding (general) , abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: unknown, infection (bladder/ urinary tract/vaginal) type: unknown, rashes or skin conditions type: unknown, nausea , dysmenorrhea (cramping), pain, vaginal discharge, weight gain, hip, vaginal area and device difficult to remove , patient demographic, concomitant condition ,lab data, concomitant medication, essure indication , stop date were added incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.